Event description:
Customer stated on a bravo capsule that failed to attach. The physician was performing the bravo procedure and when pressing down on the plunger and rotating the plunger 1/8, the capsule was still attached to the delivery system. The customer was able to attach another capsule successfully.

Manufacturer narrative:
No pt injury has occurred following this incident.